Event description:
It was reported the customer experienced low blood glucose levels. Customer states that the pump has over delivered boluses. Reportedly, the customer has not followed proper protocols.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.